Event description:
It was reported that this patient was admitted to the hospital after sustaining a fall and head injury. The device was interrogated which showed that the device triggered end of life (eol) in march 2024. It was noted that this patient likely was lost for follow up by the following physician. The device was replaced. Should the device be returned, this investigation will be updated. No additional adverse patient effects were reported.